Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a high capture threshold and high lead impedance on the patient's device. The patient received several inappropriate shocks. The patient has a history of atrial tachycardia with rapid ventricular response possibly leading to inappropriate therapies. The patient was asymptomatic. Programming changes were made. The patient will continue to be monitored at this time and was in good condition.